Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between january 1- march 31, 2026. This report summarizes 9 malfunction events(s), where it was reported the devices experienced steer mechanism is difficult to engage/disengage. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 9 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. Evaluation results findings (components/results): 1 device: wheel / dust or dirt problem identified, 1 device: fastener / device migration, 2 devices: rod/shaft / mechanical problem identified, 5 devices: chassis/frame / device migration. There was no remedial action taken. This device is not labeled for single use.